Event description:
While transferring a resident in the pt lift from bed to the wheelchair, the lift legs came togheter, causing the lift to became unbalanced. The resident feel to the floor in the lift. Resident was not injured at the time of the incident. An employee who was transferring the resident tried to prevent the fall and received abrassions to his arm and chest.